Manufacturer narrative:
Batch review performed on 31 october 2018; lot 168422: (B)(4) items manufactured and released on 11 april 2017. Expiration date: 2022-03-27. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Preliminary investigation performed by r&d project manager: they did not respect the surgical technique using the implant as trial stem and, due to the fact that they did not have a stem extractor they didn't manage to remove the implant.

Event description:
During surgery the surgeon trialed the final implant. The femoral canal was very tight. The surgeon was only able to get down the 0 quadra broach. He then went to put down the smallest cement restrictor and it got stuck - would not budge. So he tried to see if the 0 cemented implant would fit down (prior to cementing) and tapped it a few times with the insertor; then he could not get the implant out as the screw in extractor was not in the set. As the patient was a low demand nursing home the surgeon elected to leave the cemented stem in uncemented and act as a pure wedge. The surgery was completed successfully. The patient did well for 2 months until she fell and fractured the lesser trochanter. During the revision the stem easily came out. Surgeon's plan was to cable the fx and cement in a smaller prosthesis. He cemented the 0 quadra after placing 3 cables (2 on the lesser piece and one in the subtrochanteric area to prevent any extension).